Manufacturer narrative:
Reported event of wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the basket wire broke. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Examination of the returned device found the tip detached and not returned. The basket wires were extended and found all the wires intact and unbroken. Complaint not confirmed. The condition of the returned device was not consistent with the complaint incident that the basket wire broke. The basket wires were extended and found all wires were intact and unbroken. However, the tip was detached and not returned. The device is designed so that the basket tip detaches if the stone cannot be crushed. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints have been reported for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the basket wire broke. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."